Event description:
Shoulder surgery for repair of rotator cuff and removal of bone spurs. Ethibond sutures used internally. Created severe infection end result requiring second surgery. Sutures did not dissolve, detached themselves from muscle and "lay" causing infection.